Manufacturer narrative:
The reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was sufficiently charged. The reader was de-cased and no issue was observed upon visual inspection. The power consumption test was performed on the returned reader; all results were in the specification. Therefore, this issue is not confirmed due to fast draining battery not being observed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) was reviewed and showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a fast-draining battery issue with the freestyle libre 2 reader. The caregiver reported that due to this issue, the customer experienced an incident in which he lost consciousness and required treatment of glucose administered by his son. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a fast draining battery issue with the freestyle libre 2 reader. The caregiver reported that due to this issue, the customer experienced an incident in which he lost consciousness and required treatment of glucose administered by his son. There was no report of death or permanent injury associated with this event.